Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
(B)(4): the nexsite was successfully placed on (B)(6) 2016. Approximately four months' later, the patient's av access had been successfully cannulated and she was scheduled for catheter removal. On (B)(6) 2016 (the night before the catheter removal), she was removing her clothes and inadvertently dislodged her catheter. She went to the emergency room where the triage desk told her the catheter was out and there was nothing they needed to do. They did not even evaluate her, but disposed of the catheter limbs for her. No treatment was necessary because there was no bleeding. The next day she presented as scheduled in order to have her disc removed. The disc was removed without problems. She continues to use her av access for dialysis treatments. The event had resolved. There were no health consequences whatsoever.